Event description:
The reporter stated that the cassettes were mfg into the sets backwards. The customer indicated the tubing was tried on three to four different pumps and all alerted bottle occlusion.